Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: did the device have power when the battery was inserted? Unknown did the user fire the device and the green check mark was not illuminated? It is unknown if the device was fired. They pulled a manual stapler and completed the procedure.

Event description:
It was reported that during a laparoscopic colectomy the 'green check mark didn't illuminate'. A similar device was used to complete the case with no patient consequences.